Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, and the following was obtained: * please provide procedure name and date- #1 vicryl stock #j535 exp date is 6/30/2026 lot # rhmbqu it is stated: "the suture is breaking off from the needle constantly" * please confirm how many sutures separated from the needle during suturing on this one patient during this single surgical procedure? 4 sutures on this patient, has been happening on multiple patients. 2 on the patient before, 2 on the patient before that. 8 total today alone. * please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail in cost only, have to open additional sutures, the cost in surgical time for redoing the suture, and the aggravation of the surgeon. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What is the procedure name and date for the second and third patient event? Event related to mw # 2210968-2022-03754, mw # 2210968-2022-03755, mw # 2210968-2022-03756. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture broke off from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/13/2022. Component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigational summary: twenty-nine packets of product code j535h were returned to ethicon for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. As per sampling plan visual inspection were performed to thirteen packets, the samples were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, the following was received: the dates are april 26th, may 2nd & 3rd , all were on total knees and happened intraoperatively. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-03754, 2210968-2022-03755, 2210968-2022-03756, and 2210968-2022-03757.